Manufacturer narrative:
The lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead perforation with pericardial effusion. A pericardiocentesis was performed and a new rv lead was implanted. The field representative was not aware of any additional adverse events. The hospital retained the lead and it will not be returned.